Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. The device was tested for downstream occlusion detection and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion pressure test, measured values above maximum acceptable limit ( 23.41psi, 21.87psi, and 22.14psi) in the biomedical service department. There was no patient involvement. No additional information is available.